Manufacturer narrative:
The insulin pump had minor scratched display window, scratched case, fading serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The pump also had flashing white lcd due to cracked lcd controller. The electronic assembly and motor had moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damaged screen. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.